Event description:
Customer reported that the insulin pump was cracked. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Pump was received with minor scratched display window, cracked case on the upper right side at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked lcd window at bottom left side corner. (B)(4).